Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the patient experienced a blood glucose of 479 mg/dl with moderate ketones. The reporter indicated that the patient had a cold and was still experiencing a congested cough at the time of the blood glucose elevation. The reporter indicated that the pump advanced boluses were used to calculate boluses but the bolus amounts were being overridden by the patient. A review of the pump indicated that the pump settings were correctly programmed. The basal history correctly reflected the programmed basal rates, the bolus history correctly reflected the programmed boluses, and the total daily dose correctly reflected the basal and bolus totals. This report is made based on the allegation that the patient experienced hyperglycemia associated with potential use error of overriding the recommended bolus dosage on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.